Manufacturer narrative:
Structural valve deterioration is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Unfortunately, there is insufficient information to determine the root cause of this event. The subject device cannot be evaluated, as it remains implanted in the patient. Additional information has been requested from the hospital. If new information is received, a supplemental report will be submitted accordingly. The device history record review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. No corrective action is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported this patient with a pericardial aortic valve underwent a valve-in-valve procedure. The failure mode is unknown. The pre-existing surgical valve was implanted for approximately nine (9) years and five (5) months. A tavr was completed with an edwards transcatheter valve. No other details available at this time.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration, a common reason for reoperation, can encompass multiple failure modes including calcification. Many factors can contribute to the onset and propagation of calcification including patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Edwards received additional information that nine (9) years, five (5) months post-implantation of this 23 mm bioprosthetic aortic heart valve, a transcatheter valve was deployed (valve-in-valve) due to severe aortic stenosis, secondary to calcific degeneration. Given the patient's previous sternotomy and comorbidities, a 23 mm transcatheter valve was deployed with success, reducing the mean gradient from 50 mmhg to 10 mmhg. There were no complications and the patient was transferred to the ICU, where he was later discharged on pod #2.